Event description:
It was reported to medtronic minimed that the customer was hospitalized due to hyperglycemia. Customer mentioned pump was not delivering insulin along with diabetic ketoacidocis. The customer reported blood glucose value of 23 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was not using the insulin pump within 48 hours and the auto-mode/smartguard feature was not active at the time of high blood glucose event. Customer mentioned possible under delivering was due to several change of sets were not helping. Customer was weak and tired during time of hospitalization. Customer believed there was a possible cybersecurity and/or hacking event. Customer reported pump was exposed to ultrasound and was no longer working in a normal way. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. No motor displacement anomaly noted during testing. Exposed to magnetic field or MRI not confirmed. (Per (B)(6) - prin software engineer: please note this case seems to be miscoded. I did not find any allegations in the complaint text related to cybersecurity. Even the question regarding a possible cybersecurity and/or hacking event seems to have gone unanswered: ¿based on the information collected/reviewed, proceeding as customer believes there is a possible cybersecurity and/or hacking event. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus.¿ regardless, I based my analysis on the following customer allegation: ¿pump is not delivering insulin and caused harm in high bg and ketoacidocis¿ conclusion: based on my review of the pump history, the pump delivery functionality performed as expected. The bolus amounts programmed match the amounts delivered. In addition, all insulin suspensions were a result of valid events and insulin delivery was resumed when the events were addressed.) The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 15-may-2024 in the pump history file. (B)(6) 2024 00:01:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 00:06:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:11:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:16:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 00:21:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:26:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:31:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:36:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:41:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:46:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) please see below for the daily total of all insulin delivered on the event date 15-may-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 310000 (31 u) dailytotalofbasalinsulindelivered: 79000 (7.9 u) dailytotalofbolusinsulindelivered: 231000 (23.1 u) there were no autosuspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 15-may-2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 15-may-2024 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. The pump passed the functional testing. Unable to confirm alleged high bgs/ketoacidosis. Possible under delivery anomaly not confirmed. No motor displacement anomaly noted during testing. Exposed to magnetic field or MRI not confirmed. Cybersecurity - hacking allegation not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.